Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who received morphine 1000 mcg/ml at a dose of 999 mcg/ml, clonidine 75 mcg/ml at a dose of 75 mcg/day, bupivacaine 18 mg/ml at a dose of 18 mg/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the medical history was unknown. On (B)(6) 2016 during normal use, the patient went to the emergency because the pump was ringing and he felt withdrawal symptoms and the return of pain. The physician interrogated the pump and noticed a motor stall. On (B)(6) 2016 the representative ¿questioned¿ the pump and noticed the same issue. The logs provided noted a motor stall occurred on (B)(6) 2016 at 05:59, recovered that same day at 20:20, stalled again on (B)(6) 2016 at 01:50 and a stopped pump period may exceed tube set occurred on (B)(6) 2016 at 01:50. There was no particular environmental, external, or patient event that led or contributed to the event. At the time of the report the issue was not resolved and the patient¿s status was alive-no injury. The patient was provided oral drugs and a planned explant on (B)(6) 2016 were the actions/interventions taken. The pump was returned for analysis.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.